Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es mr balloon catheter. Visual and tactile inspection was performed. There was blood and contrast in the inflation lumen. The hypotube was kinked 34cm and 71cm from the strain relief. The inner shaft was kinked 15cm from the distal tip. The balloon and shaft were examined under magnification. There was a balloon pinhole and a scratch over the markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous artery below-the-knee . The 1.5x20mm coyote¿ es balloon catheter was advanced and during the first inflation after 5 seconds, the balloon ruptured at 5atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is good.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous artery below-the-knee . The 1.5x20mm coyote es balloon catheter was advanced and during the first inflation after 5 seconds, the balloon ruptured at 5atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is good.